Event description:
The customer reported there was a cut in the power cable.

Manufacturer narrative:
The ge service rep ordered a new power cable assembly and sent the part to the customer to replace.